Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The oscillator device was evaluated and the reported condition of the device being frozen was confirmed. An assessment was performed on the device and it was observed that the device did not function and would not oscillate. It was further observed that the trigger was sticking, the turning knob had rough rotation, there was excessive corrosion on the internal components, the needle bearing was corroded and seized, the electric motor emitted an unusual noise, and the wire insulation on the electronic control unit (ecu) was damaged/worn. It was determined that the assignable root causes of these conditions were determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse, and component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery oscillator device was ¿frozen¿. During in-house engineering evaluation it was observed that the device trigger was sticking. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.